Manufacturer narrative:
(B)(4). Correction/removal numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20249. It was reported the patient experienced loss of therapy. System diagnostics revealed low impedances. A sjm representative was unable to restore effective therapy. Subsequently, the patient underwent surgical intervention where scs ipg was explanted and replaced which resolved the issue. The patient had effective therapy postoperatively.